Manufacturer narrative:
The device was not returned. Insufficient information available. The lot number for this device was not provided for further investigation. Riverpoint followed up with the customer three times over a 30-day period, and ultimately, the customer confirmed that the product had been discarded, and the lot number was unavailable. This type of failure mode will continue to be trended and monitored. A cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees has cause or contributed to the event described in the report. Riverpoint medical filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by FDA.

Event description:
According to the reporter, "it was reported that during the surgery, the tip of inserter of this complaint product's device was fractured. The surgeon tried to remove the fractured piece of inserter from the patient's body, but it couldn't be removed. So, the fractured piece of inserter has been remained in the patient's body."